Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One nanotite tm certain® prevail® implant 5/4 x 10mm (niios5410) and one unknown 3i abutment screw were returned for investigation. Visual inspection of the as returned products identified a fractured screw within the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown. Item and lot number: unknown. PMA/510(k) number: unknown.

Event description:
It was reported that the abutment screw fractured inside the implant and resulted in the implant being removed.